Manufacturer narrative:
The local area sales representative was contacted for additional information regarding initial reporter information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead connected to a cardiac resynchronization therapy defibrillator (crt-d) system, exhibited high out of range pace impedance measurements greater than 3000 ohms. Additionally, occasional oversensing was observed as well as low amplitude. No adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding initial reporter information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead connected to a cardiac resynchronization therapy defibrillator (crt-d) system, exhibited high out of range pace impedance measurements greater than 3000 ohms. Additionally, occasional oversensing was observed as well as low amplitude. No adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that this lead continues to exhibit the above-reported allegations as well as noise, resulting in inappropriate atrial tachy response (atr) episodes. No adverse patient effects were reported. At this time, this device system remains in service.